Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking chronic catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one hickman style catheter. The returned sample comprised one white-lured extension tube which terminated approximately 1cm distal of the clamping over-sleeve. Usage residues were observed throughout the sample and the extension tube markings were completely worn. A partially circumferential split was observed in the over-sleeve near the crimp collar. The split corresponded to the end of the luer hub barbed stem. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be initially occluded; however, patency was established following clearance of the occlusion. During infusion, a spraying leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the split. The inner tubing was completely broken in the vicinity of the split. Clamping impressions were observed throughout the over-sleeve, including in the vicinity of the split. Microscopic inspection of the split revealed sharply defined granular edges. The tensile weakness, depth marking wear, clamping impressions and split location were consistent with damage caused by clamping the catheter adjacent to the crimp collar. Clamping in this region compresses the catheter between the harder materials of the clamp and luer hub stem. The product IFU states ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector¿ ballooning was not observed during functional testing; however, ballooning has been associated with clamping adjacent to the crimp collar. A lot history review (lhr) of huan1659 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (huan1659) have been reported from two us facilities.

Event description:
As reported by the facility, "white lumen ballooned yesterday ((B)(6) 2017) when flushing at home, not reported. Today ((B)(6) 2017) when white lumen flushed, had pin hole at white lumen."